Event description:
It was rpeorted by the customer that the control module displayed error codes relating to the black cable, green cable and probe damaged. The caller did not have information on error codes displayed but stated that multiple probes were used with same result. The case was completed using an alternate method.

Manufacturer narrative:
H10: evaluation summary: the analysis results found that the holster displays l3-002 green cable error during initialization of functional test because the green cable is damaged near the lemo connector causing it to bind and the lemo connector will not connect properly to the control module due to damaged flanges. The lemo connector is part of the green cable. The tie strap and e-clip were damaged during disassembly. The site replaced the green cable to correct the customer's complaint. The site also replaced the tie strap and e-clip. The holster was functionally tested and found to meet specifications.